Manufacturer narrative:
This incident occurred outside the united states. The complaint can be verified. The ac spirit combo display legibility is restricted/not possible due to an interrupt of the heat-seal connection.

Event description:
Pt reported while attempting to program the basal rate during pump training, the word "pixel" was in the complete display of the infusion device. Pt stated, after a few seconds, the display was okay, and no longer displayed the word "pixel". Pt reported, the infusion device stopped at the self test and there were unk signs in the display. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.